Event description:
Procedure type: liver resection. According to the reporter: during a liver resection (right side), the device only shut partially on the right hepatic vein. The section was completed but only partially stapled. Consequences: hemorragia (2 liters of blood), need to convert to an open surgery. Blood transfusion needed.

Manufacturer narrative:
(B)(4).